Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that during implant the physician was having difficulty manipulating the right atrial (ra) lead and the patient complained of pain. After an angiography and ultrasound, a perforation was suspected and the operation was discontinued. In the operation room, after the device was connected with the ventricular lead, the chest was opened to remove the atrial lead. A perforation was observed at the bifurcation of the innominate vein. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.